Event description:
It was reported detached needle or cannula occurred. The sensor was inserted into shoulder which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-146288 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 5/30/2025 it was determined this complaint is not reportable per corpft-(B)(4).